Manufacturer narrative:
Additional information is being requested from the field, and this report will be updated should more information be obtained.

Event description:
It was reported that this right ventricular (rv) lead and non boston scientific device exhibited shock lead impedance measurements of greater than 200 ohms. Boston scientific technical services (ts) discussed troubleshooting options with the healthcare provider (hcp). This lead remain in service. No adverse patient effects were reported.